Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they go to the hospital for keto acidosis on unknown date with blood glucose level was 277 mg/dl. Customer experienced symptoms such as vomiting. Customer stated insulin pump had crack at top left corner of screen. Customer was not using auto mode. Customer did not feel ok to troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08640 inches. No cracks on the lcd window noted. The test p-cap locks properly in place in the reservoir compartment noted. Device received with minor scratched lcd window and cracked case behind the device at the battery compartment. (B)(4).